Manufacturer narrative:
The product has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint product, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this left ventricular (lv) lead was attempted implant due to physical damage of lead insulation. The lead wire went through insulation of lead. The lead was never in service. No adverse patient effects were reported.

Event description:
It was reported that this left ventricular (lv) lead was attempted implant due to physical damage of lead insulation. The lead wire went through insulation of lead. The lead was never in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an evaluation of this lead was performed. Visual inspection revealed insulation was punctured through in spiral fixation region of lead; damaged was consistent with wire escaping the lumen. Complete lead was returned and not severed. There was puncture hole in silicone insulation just distal to fluoro marker, most likely created when stylet escaping the lumen during back-loading. Laboratory analysis confirmed the reported allegation.